Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that he was lagging again at 90% for up to half hour. The agent walked the patient through deleting the data. The patient will call back when he needs further assistance.

Manufacturer narrative:
Continuation of d10: product ID: hh9020tdd, serial# (B)(6), product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient regarding their external equipment. The patient reported that 'quite a few months ago,' they had 'nothing but problems' with their handset/communicator. Patient stated they only got 2 "boluses" since last night and it was 12 pm now. Patient stated they were feeling 'really sick' due to inability to bolus. Patient stated they had an extensive surgery in san francisco where 70% of their pancreas was taken out so they need their pain medications (boluses) really bad. Patient stated medtronic representative (rep) told them it sounded like they needed a new handset. Patient stated the equipment had not worked since they got it and it did not hold a charge because the screen kept going black on them so they have to start all over. Patient mentioned they also get 'pop ups' all the time, two of which on call was high battery usage and 'some apps are crashing or freezing tap fix now to put them to sleep'. Patient mentioned they were able to bolus but had to 'restart it and I played with it.' Patient mentioned they had difficulties navigating the handset. Patient mentioned it took them 15-30 minutes to connect to the pump due to a telemetry lag at 90%. Patient stated when requesting a bolus, sometimes they saw 'bolus started,' but other times they just see 1 bolus taken away from their total. Patient stated they know the boluses were going through because they could feel them, but the screen did not seem to show the 'bolus started' screen. Patient stated they wished they had the 8835 ptm because they never had a problem with it and you got a bolus in a second. Patient stated 'this is the last thing that someone in pain needs, because it's bad enough dealing with the pain.' Patient stated the handset 'is a pain in the butt' but company rep and doctor told them the bolus should go through in a minute. Troubleshooting determined patient's navigation bar was removed and screen timeout was at 1 minute. Agent assisted patient in adding navigation bar back to handset and set screen timeout to 10 minutes. Agent also reviewed clear data and patient understood and consented. Patient cleared data and stated data was 23.22mb prior to clear. Patient would monitor and call back for assist ance as needed.